Event description:
This (B)(4) patient suffered a tia during the index procedure after successful stenting of the ostium of the right internal carotid. The tia occurred during removal of the angioguard device after stenting. The tia resolved completely without treatment in less than 24 hours. Additional information received from the final adjudication of this event notes that after removal of the angioguard device, medications were administered for the treatment and maintenance of blood pressure. At this same time, the presence of a plaque fragment in the distal ica was observed, which was subsequently aspirated.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14141131 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hypotension and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.